Manufacturer narrative:
The report of ¿ineffective therapy¿ was not confirmed. The lead in question was returned incomplete. The lead had been cut during explant and only the terminal end segment was returned. Without the stimulation end segment verification of lead model and analysis was not able to be completed.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6) , batch: 6980164.

Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein patients' system was explanted to address the issue. The investigation was unable to determine the lead that associated with the issue.